Manufacturer narrative:
(B)(4). Concomitant medical products. Additional device: aortic excluder iliac branch endoprosthesis (ibe) ceb231410 lot # 14775689 (being reported separately). (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient with a previous aaa repair (non gore device) was undergoing treatment to extend the right iliac endoprosthesis with a gore® excluder® iliac branch endoprosthesis (ibe), and a gore® viabahn® endoprosthesis with heparin bioactive surface to be utilized in the right internal iliac artery. Access was obtained via the right groin for the ibe, and a left axillary cut-down with standard wire, catheter and sheath techniques, was utilized for delivery of the internal iliac component. A guidewire was passed through the ibe and internal iliac artery gate. Two gore® viabahn® endoprostheses with heparin bioactive surface were positioned and deployed to bridge the internal iliac artery to the internal iliac artery gate of the ibe. However, following deployment, it was noted the 2nd bridging device was not aligned into the gate. When angles were changed with fluoroscopy, it was learned the guidewire had gone outside of the ibe component. After multiple attempts to realign the bridging device, a third gore® viabahn® endoprosthesis with heparin bioactive surface was implanted to bridge the existing components to the ibe. The procedure was completed with good flow through all components. On (B)(6) 2018 the patient was reportedly not doing well, and returned to the operating room. A significant dissection of the aorta was discovered. The dissection extended from the descending back to the ascending aorta. An extensive procedure with unknown details was performed to treat the dissection. On (B)(6) the patient was in the intensive care unit.